Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed skin irritation and sustained a cut underneath the front garment clasps. The patient's physician prescribed an antibiotic (ciprofloxacin) and the patient applied neosporin to the irritated area. During a follow-up the patient reported that the irritation had improved.